Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons are not responding . The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states the pump was exposed to moisture and all buttons are not responding. Customer stated that there was crack under the screen. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unresponsive keypad, exposure to moisture, and damage to lcd screen found on 06/16/2021. The insulin pump passed the displacement test and self test. Intermittent button response noted during testing. Device was cut open to perform visual inspection and found flattened keypad dome no crease. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump downloaded history on 06/01/2021 at 04:39:57.000. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked retainer, peeling display window cover, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where minor scratches on lcd window was noted. Unresponsive keypad/button error alarm was confirmed due to flattened keypad dome. Exposure to moisture was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.